Event description:
It was reported that patient presented in clinic for normal generator change. Upon interrogation prior to procedure, it was noted that patient's right atrial (ra) lead exhibited low pacing impedance. The lead was capped and replaced on (B)(6) 2024. Patient was stable.